Manufacturer narrative:
Both power supply cables were damaged on the dc side by the converter box. Sparking was observed on one of the power supplies, when the cable with the damage was moved around. No other issue was observed during investigation. The power cord of the ldx, under extreme conditions of bending and manipulation, may eventually cut thereby exposing the copper wire being insulated. When the insulation breaks, it does so beside the strain relief of the dc cord. The ldx power cable for 9v dc was upgraded to address the cable breaking after the repeated bending. The risk associated was found to be low. Further investigation was performed in (B)(4) 2012. The risk associated with the sparking power cable was determined to be low. No further investigation will be pursued under this case number. The ldx power cable for 9v dc was upgraded to address the cable breaking after the repeated bending. The risk associated was found to be low. Corrective action not required at this time.

Event description:
Customer alleges sparks coming from one of two frayed power cords. Customer has more than one cholestech meter and cannot identify which power cord sparked.